Manufacturer narrative:
During device evaluation and functional testing performed at zoll, the thermogard xp ivtm system (B)(4) intermittently displayed mid:09 (post sensor) error messages. Troubleshooting the problem found debris in the coolant level sensors of the cold well assembly, possibly caused by system handling. To address the intermittent occurrences of the mid:09 errors, the sensor lenses were cleaned. Also, as a precautionary measure, the rj-45 cable connecting the cold well to the input/output printed circuit assembly (I/o pca) was replaced. During visual inspection, there was no physical damage observed on the thermogard console. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
During device evaluation and functional testing performed at zoll, the thermogard xp ivtm system (B)(4) intermittently displayed mid:09 (post sensor) error messages. No patient involvement.